Event description:
Same patient than MDR# 2134265-2012-07471. It was reported post a percutaneous coronary intervention (pci) with stent implantation, dissection and stent damage occurred. The lesion was situated in the rca (right coronary artery). A guide catheter 6f was engaged and a wire was placed into the right posterolateral artery (pla). A 3.5 x 28 mm promus element plus stent was implanted in the mid rca. After different view of the rca, a narrowing was noted at the origin of the pda (posterior descending artery). An 8f guide catheter was introduced; the lesion was pre-dilated with a non-bsc balloon. A 2.25 x 20 mm promus element plus stent was placed into the pda with good result. A 2.75 x 32 mm promus element plus stent was deployed into the rca and into the pla. The proximal part of the stent was postdilated with a non-bsc balloon and a significant dissection was noticed distal to the stent. A disruption was then noticed at the proximal part of the stent after an unsuccessful attempt to pass a 2.5 x 20 mm promus element plus stent. The proximal part of the stent was post-dilated with the aid of a guide liner but it was not possible to cross with a stent. A narrowing at the origin of the rca was then noticed, and a 3.5 x 16 mm promus element plus stent was implanted. The physician continued to attempt to get a stent into the distal pla, but was unable to. A longitudinal stent deformation was then noticed at the proximal end of the 3.5 x 16 mm stent. The patient remained stable and has been discharged.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: the device was not returned for investigation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).